Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage with an infusion set after being used for one day. There was no stress or pull reported on the infusion set tubing. The leakage happened at site. No further information available.